Manufacturer narrative:
This report is being submitted to report investigation findings. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus tried to replicate the reported failure using a distal cover from a different lot and confirmed that the distal cover is not likely to come off when it has no damage, and it is correctly attached to the scope. Conclusion: the definitive cause of the reported events could not be established. Based on investigation findings, the following are presumed to be the likely causes: -anti-fog agent adhered to the cover and was damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer.

Event description:
Additional information provided by the customer: specific patient and event information cannot be provided due to health privacy information rules. The only additional information that can be provided includes: the scope will not be returned to olympus. There was no abnormality in the appearance of the scope or cap after the cap was attached (and prior to the start of the procedure), and there were no anatomical or procedural complications that could have contributed to the difficulties that were experienced.

Event description:
It is reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a maj-2315 disposable cap, the cap fell off the scope and into the patient. The cap was retrieved. A second disposable cap was used to continue the procedure. The second disposable cap was found to be broken upon withdrawal of the scope from the patient. There was no injury to the patient as a result of this occurrence. The procedure was completed. No additional consequences to the patient have been reported. Additional details regarding the patient and event have been requested. At this time no additional information has been provided. Case with patient identifier (B)(6) reports the tjf-q190v scope used in the case. Case with patient identifier (B)(6) reports the maj-2315 disposable cap used in the case that fell off in the patient and was retrieved. Case with patient identifier (B)(6) reports the second maj-2315 disposable cap used in the case that was found to be broken upon withdrawal of the scope from the patient.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The definitive cause of the user¿s experience cannot be determined at this time. The investigation is ongoing. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.